Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, ongoing occlusion alarms. Blood glucose (bg) was reported to be 544 mg/dl and a correction bolus was delivered. The cartridge and infusion sets were changed multiple times. As the occlusion alarms had occurred in the past, a cause could not be determined. A pump system check was performed using the current supplies and no device issue was identified.